Manufacturer narrative:
The following analysis summary applies to the implantable neurostimulator (ins) model: 37712, serial: (B)(4). Stim ins/battery/reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) and lead were explanted. The patient stated it malfunctioned. There was no patient death. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.